Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to confirm any alarms due to the keypad anomaly. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners.

Event description:
It was reported that the customer received an unexpected restart alarm. It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose levels at the time 140mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.